Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Bosker, b. H., ettema, h. B., rossum, m. V., boomsma, m. F., kollen, b. J., maas, m., and verheyen, c. C. (2015). Pseudotumor formation and serum ions after large head metal-on-metal stemmed total hip replacement. Risk factors, time course and revisions in 706 hips. Archives of orthopaedic and trauma surgery, 135(3), 417-425. Doi:10.1007/s00402-015-2165-2.

Event description:
Information was received based on review of a journal article titled, "pseudotumor formation and serum ions after large head metal-on-metal stemmed total hip replacement. This article identified ninety-four (94) patients post tha had pseudotumors and groin pain without revision surgery. There has been no further information provided and the patient outcome is unknown.